Manufacturer narrative:
The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace contained sample quality-related alarms. A general reagent problem was not present because the qcs before the event were within the specified ranges. Isolated non-reproducible results do not represent a general malfunction of the assay. The cause of the event could not be determined based on the provided information.

Manufacturer narrative:
The cobas e 801 analytical unit serial number (B)(6). The investigation included a review of the calibration, qc data, alarm trace, and sample foam detection camera images: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace contained sample quality-related alarms. The sample foam detection camera images revealed a significant amount of dust on the active grippers, and multiple images indicated insufficient sample quality. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs assay results from five patient samples tested on the cobas e 801 analytical unit. On (B)(6) 2025: patient sample 1 the initial result was 28.2 ng/l. The first repeat result was 13 ng/l the second repeat result after plasma separation and recentrifugation was 11 ng/l. Patient sample 2 the initial result was 26.5 ng/l. The first repeat result was 22.2 ng/l. The second repeat result after plasma separation and recentrifugation was 21.3 ng/l. Patient sample 3 the initial result was 12.5 ng/l. The first repeat result was 8.4 ng/l. The second repeat result after plasma separation and recentrifugation was 7.7 ng/l. Patient sample 4 the initial result was 11.8 ng/l. The first repeat result was 4.2 ng/l. The second repeat result after plasma separation and recentrifugation was 4.0 ng/l. On (B)(6) 2025, new discrepant results were reported: patient sample 5 the initial result was 44.8 ng/l. The first repeat result was 19.8 ng/l. The second repeat result after plasma separation and recentrifugation was 18.3 ng/l.